Event description:
Consumer complaint of blood results reading "hi". Performed a bloodtest, "hi". Glucose results for customer have been up in the 400-high 500mg/dl range. No adverse event reported.

Manufacturer narrative:
(B)(4).